Event description:
Customer reported that a pyxis medstation es drawer produced smoke, filling the room in which the device was located. Customer stated that the device was disconnected from the power outlet to prevent further damage. Customer reported there was no patient involvement. Patient or user harm was not reported.

Manufacturer narrative:
Customer reported that a pyxis medstation es drawer produced smoke, filling the room in which the device was located. Customer stated that the device was disconnected from the power outlet to prevent further damage. Customer reported there was no patient involvement. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A field service engineer evaluated the device and observed that the medcart controller board was blackened. Device opened by customer before device inspection. The field service engineer replaced the drawer's solenoid, controller boards, and plunger to resolve. Device was tested and confirmed operational.

Event description:
Customer reported that a bd pyxis medstation es drawer produced smoke, filling the room in which the device was located. Customer stated that the device was disconnected from the power outlet to prevent further damage. Customer reported there was no patient involvement. Patient or user harm was not reported.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2021 to (B)(6) 2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that matrix drawer cards, medcart cable, solenoid and plunger are damaged and the medcart controller board was black. The field service engineer replaced matrix drawer cards, medcart cable, solenoid and plunger to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device